Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device mfg date for open spine clamp, lot #151016 is 10/16/2015 and for open spine clamp, lot #150518 is 05/18/2015. Return requested. Replacement open spine clamp shipped to site 10/13/2016. Medtronic investigation of 2 returned suspect open spine clamps finds that, as reported, both hex heads have been rounded out from over tightening. Both retainer rings on the tip of the adjustment screws have been stretched causing some play in the travel of the clamp faces on both devices. Rounded head, damaged screws - failure: same physical damage on both open spine clamps. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database.

Event description:
A medtronic representative reported that a site had two open spine clamps that were found stripped. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.